Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a false depressed architect stat troponin-I result. Sample ID 15797 generated a result of <0.02 ng/ml. The patient was transferred to an alternate facility and a new sample generated positive result of 23.6 (uom and method unknown) and was treated for a cardiac event at the alternate facility. No adverse impact to the patient was reported due to the negative result.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, and a review of labeling. Review of tracking and trending data for the architect stat troponin-I assay determined there were no related trends. An increase in complaint activity was not identified for falsely depressed results with reagent lot 83686un19. Using worldwide field data the historical performance of reagent lot 83686un19 was evaluated. The patient medians and calibrator data were within the established limits. Therefore, no unusual reagent lot performance was identified for lot 83686un19. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect stat troponin-I assay was identified.